Event description:
It was reported that the patient experienced heating at the ipg site and received a low battery warning. It is unknown if this occurred prematurely. The patient also reported experiencing nerve pain down their leg. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.